Manufacturer narrative:
A specific root cause could not be determined with the information available. Additional information was requested for investigation but was not provided. Calibration and control values were ok. A general reagent issue is not likely. Typical root causes for this type of event are related to an insufficient amount of sample being pipetted. Reasons for this include: - a tilted sample tube, - the presence of microclots or fibrin in the sample, or - the presence of foam or bubbles on the sample.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of one erroneous result obtained when testing a patient sample with the elecsys ft4 ii assay. The erroneous result was not reported outside the laboratory. The initial ft4, run on an aliquot prepared by the modular preanalytic analyzer, was 0.233 pmol/l, accompanied by a data flag. The sample was repeated twice with results of 12.73 and 12.75 pmol/l on the primary serum tube. The customer provided an additional 15 results from a repeatability test run on the patient sample performed on (B)(6) 2016. The results ranged from 11.97 to 12.48 pmol/l. The customer alleged no adverse events. The reagent lot number was 184370. The expiration date was not provided.